Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient sudden extra/additional urinary incontinence recently. Patient was at program 2 at 4.0v and amplitude was increase and patient felt stimulation in the bike area. No further complications were noted or anticipated